Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP alleging unit does not work, device fell off table with water. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint is invalid, the pca is burned, blower and blower box kit contaminated, ds2 inlet/outlet seal with contamination, dreamstation 2 ui bezel plus with scratches. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed. "